Event description:
The customer reported that the ventilator went vent inop and alarmed while in use. The customer reported there was no pt harm. Vent inop. When in use, will stop providing ventilatory support to the pt. The respironics service technician confirmed the reported problem due to a flow sensor failure. The service technician replaced the exhalation flow sensor. Performance vertification testing and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications.